Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of high blood glucose event was 488 mg/dl and at the time of incident was 260 mg/dl was not sure. Customer stated that her set was not delivering the insulin like it should be as it had a leak. Customer stated they have been having high blood glucose and since no alarms has been going on, she thought her set was okay. Customer stated she might use manual injection to cover her breakfast. Customer stated she changed infusion set only. Customer stated she delivered 9 units of insulin. The insulin pump will not be returned for analysis.